Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited impedance measurements of greater than 2000 ohms. No troubleshooting was performed. The device was reprogrammed to increase the impedance alert to 3000 ohms. No adverse patient effects were reported. The lead remains in service.